Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The patient effect of thrombosis is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event, device available for evaluation: date is estimated as it was reported that it occurred about 8 months ago. The device location is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of a common femoral vein was attempted with a proglide device after a transcatheter aortic valve replacement interventional procedure. Reportedly, the suture captured the valve and caused an occlusion. The patient developed deep vein thrombus. Surgery was performed to resolve the thrombus and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.